Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's wife reported via phone call prime anomaly, loose drive support cap, compromised force sensor system error alarm and damage on the insulin pump. Customer's blood glucose level was 15 mmol/l. Troubleshooting for compromised force sensor system error alarm was performed. Customer advised during the seating of the force the sensor did not detect the reservoir. Troubleshooting for prime rewind was performed. Customer advised the drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test and unable to prime during prime test due to loose protruded drive support disk. The insulin had missing end cap sticker, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.